Event description:
It was reported the monitor had no image. It is unspecified when this issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the event occurred because the video cable was not connected. The issue was resolved by connecting the monitor cable. However, olympus could not identify a definitive root cause of the event. Olympus will continue to monitor field performance for this device.